Event description:
The disposable loading unit was used with an stainless steel instrument during a sub-total gastrectomy. Reportedly, the staples did not release from the cartridge. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.